Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, after the pocket was closed, the right ventricular (rv) lead failed to capture and the impedance measurements dropped. The pocket was then re-opened, it was found out that the pacemaker header screw for the rv connection was stripped and could not be tightened. The pacemaker was explanted and replaced. The patient was in stable condition throughout.